Event description:
It was reported that during the log file review it was noticed the ventricular assist device (vad)exhibited above normal power. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a gradual increase in power consumption and estimated flows beginning on (B)(6) 2024, leading to parameters above normal operating range, and ten (10) high watt alarms logged since (B)(6) 2024. This was followed by a sharp increase in power consumption and estimated flows starting on (B)(6) 2024, with a subsequent return to baseline parameters on (B)(6) 2024. As a result, the reported high power event was confirmed. Of note, information provided by the site indicated that the patient received tpa treatment, which corresponds with the return to baseline parameters observed in the log files. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, thrombus, neurological dysfunction, and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized due to a stroke and hematuria, tissue plasminogen activator (tpa) treatment was given, also it was reported that a thrombus was confirmed. After the tpa treatment the vad values normalized and the patient was discharged.